Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy drug-eluting stent was selected for use to treat the target lesion. However, during the preparation, as the device was taken out from the hoop, the stent was stretched. The procedure was completed with a 3.5 x 20 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.0 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent detached from the device. The stent was damaged with struts distorted and stretched apart from the first 3 rows at one end. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was within specification. Based on the specified stent protector profile and the max crimped stent, there is no issues to note with the interaction between the two components. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the target lesion. However, during the preparation, as the device was taken out from the hoop, the stent was stretched. The procedure was completed with a 3.5 x 20 synergy¿ stent. No patient complications were reported and the patient's status was good.